Event description:
Surgeon discovered fracture in stem of distal component, at 5 years post-op. Surgeon plans to revise implant.

Manufacturer narrative:
Multiple attempts have been made to obtain add'l info about the event. No response has been received. Supplemental report will be filed when new details become available.